Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump exhibited an unknown alarm on several occasions. No patient injury was reported.

Manufacturer narrative:
Other text: h6 health effects - health impact updated. No product was returned. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. D3, g1, g2 email address: (B)(6).